Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer stated that they changed the set day before and blood glucose went above 600 mg/dl and could not get it down and got it down and replaced insulin pump and sent home and blood went back up and it was over 550 mg/dl and gone into diabetic ketoacidosis. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea, vomiting, abdominal pain and headache as a result of high blood glucose. The customer was treated by bolus with pump. It was also stated that they performed displacement test was test was passed and the drive support cap appears normal. Based on customer report customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. (B)(4).